Manufacturer narrative:
The specific product dynesys l.i.s. Cord 100 is not sold in the us we just report this case because a similar product is sold. The MFR did not yet receive devices, or other documents for review. As no lot numbers was provided for the device, the device history records could not be reviewed. However, there is no indication for a product failure. Should add'l info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a dynesys l.i.s. Cord 100 on (B)(6) 2010 and underwent a revision surgery on (B)(6) 2012 due to a cunning dynesis cord. The cord broke in the upper screw head of the one level assembly l4, l5.